Event description:
Information was received from a consumer via a patient who was receiving fentanyl via an implantable pump for non-malignant pain. It was reported that the patient had magnetic resonance imaging (MRI), and after that they tried to get a bolus, but it said that the pump had been stalled. The patient stated that they were 2 hours aways from their healthcare provider and they wanted to know if there were other options to check the pump. The technical services agent reviewed the MRI guidelines and the representative's role. The agent redirected the patient to the healthcare provider for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.